Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed which identified a system error 2046 on the reported occurrence date. A review of the event log also noted a check lines and bags alarm, low drain volume (ldv) alarm, system error (se) 2046, and a check patient line alarm. A visual inspection was performed with no issues noted. A simulated therapy was performed with an unrelated issue noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an unknown system error (se) on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. The registered nurse (rn) indicated that the hp wanted a swap of the device. The rn also provided the hp with supplies to perform continuous ambulatory peritoneal dialysis (capd) until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the homechoice (hc) was made. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem was verified in the event history log as system error 2046. The cause of the problem could not be determined. Should additional relevant information become available, a follow-up MDR will be submitted.